Manufacturer narrative:
The agent reported doctor broke a retaining screw in the 32 glenosphere. Doctor was putting the screw in the glenosphere with the 22.5 lbs torque limited screw driver and the screw head twisted off. Half of the screw stayed in the glenosphere/baseplate. There were 15 parts manufactured. Of the 15 parts, 14 have been consumed with no complaints. There were no ncmrs and the inspection data shows the parts were conforming. This event occurred during surgery, near the patient. The outcome was no risk or adverse event. There was no delay in surgery and the surgery was completed as intended. The instruments were e inspected prior to use, found acceptable. The agent was present when this event occurred. When this event occurred, there was another suitable device available. The reported devices was not returned to envois surgical for evaluation. The portion of the screw that broke off in the glenosphere/baseplate is still in the patient, while the other portion of the screw was disregarded. A review of the device history show there were no nonconforming material reports associated with the product that may have contributed to the reported event. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Complaints database showed 8 other similar complaints. S303 - broke/cracked/damaged. While the surgeon was turning the screw, it over torqued and the head of the screw snapped off. The screw is not in the patient but the remaining shaft of the screw stayed in the baseplate/glenosphere female 58. S303 - broke/cracked/damaged. Retaining screw fractured while being inserted, over torquing may have contributed to screw failure. Major portion of screw was retrieved and remainder of screw was left in glenoid baseplate. Female 79. S801 - device cracked/broke. While inserting the rsp glenoid head retaining screw, the screw broke. The broken part was discarded. Male. S801- device cracked/ broke. Upon putting in the glenoid head retaining screw, it broke inside the glenoid head. Male 64 glenoid retaining screw sheared off at the proximal end of the threads. The head and smooth section of shaft was removed; the distal threads are in baseplate/glenosphere. The handle will need to be tested for the pounds on the torque limiter but I believe it was a faulty screw; we tested the torque limiter on a separate tool intra-op and it appeared to work. The head of the screw was disposed of during the case and the distal threads of the screw are locked in the baseplate. No screw parts will be returned but I have the torque limiter in my possession ready to be returned. S801 - device cracked/broke. Inserted the head and impacted it. While inserting the retaining screw for the head and trying to screw it in, it sheered off (no pieces left in patient). Don't believe the torque driver to be out of spec as it worked fine on the next screw. We believe it was a faulty screw that came with the head. Explanted the baseplate, 4 screws, and the head/screw. These items were discarded by the facility. S801 - device cracked/broke. Glenoid broke off, all screws including baseplate central screw. S801-device-cracked/broke. The head of the retaining screw snapped off when dr was inserting into the baseplate/gleosphere. A portion of the retaining screw remained in the baseplate/glenosphere. S801-device cracked/brokeinserted the head and impacted it. While inserting the retaining screw for the head and trying to screw it in, it sheered off (no pieces left in patient). Don't believe the torque driver to be out of spec as it worked fine on the next screw. We believe it was a faulty screw that came with the head. Explanted the baseplate, 4 screws, and the head/screw. These items were discarded by the facility. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The root cause of this complaint was primary surgery due to the screw being over torqued. The surgical technique specifies that a torque-limiting driver should be used to insert the retaining screw into the tapered head-baseplate assembly to prevent the use of excessive torque from breaking the screw. Since this complaint's surgical team used the correct torque driver, one that passed torque testing both during operation and after returning to djo for examination, this may point toward accidental cross-threading as the cause of the screw breaking.

Event description:
Complaint - the agent reported doctor broke a retaining screw in the 32 glenosphere. Doctor was putting the screw in the glenosphere with the 22.5 lbs torque limited screw driver and the screw head twisted off. Half of the screw stayed in the glenosphere/baseplate.